Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the registered patient not crossing. A technical support specialist verified that the station was not in retry status, but both upload and download were not current even though transactions on the station and server matched. The specialist confirmed the last successful transfers for download and for upload. A backup of the database (db) was created, and a full synchronization was performed without dropping the db, which succeeded and restored communication. The specialist confirmed updated transfer times for download and for upload and rebooted the station with the medapplication running. The customer reported that everything was communicating correctly afterward. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a data sync issue, the network was down and registered patients were not crossing to the pyxis station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.